Event description:
Customer reported she experienced high blood glucose of 400 mg/dl. Customer reported that the insulin pump was put through an xray machine. Customer stated that since then she keeps getting a battery out limit and she is unable to clear the alarm since the esc and act button were becoming unresponsive. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. All of the buttons functioned properly and no damage to the keypad traces or unlocked keypad connector was noted. However, a cracked reservoir tube lip, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.